Event description:
The reporter stated that she had gotten a lower than normal reading, and had done two more tests. Test results were 73, 108 and 126 mg/dl. She stated that she did not always check the strip with the confirmation dot, or compare it with the color chart on the strip vial; her control solution had expired. She reported that she was not having symptoms and did not allege harm.